Event description:
It was reported that during a procedure of the thrombosed lesion of the right coronary artery, the guide wire was positioned and the nc trek advanced and inflation attempted but the balloon did not inflate when pressure was applied. Several attempts were made without success to achieve inflation. The device was removed from the anatomy without incident. Once outside the anatomy it was noted that the shaft had separated. A second balloon was used in the procedure without incident. There was no reported clinically significant delay in the procedure due to the device issue. There was no reported adverse patient effect. No additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the nc trek noted blood visible in the inflation lumen and on the tightly folded balloon and shaft consistent with a separation while in the patient anatomy. The hypotube was separated 47cm distal to the strain relief tubing, confirming the reported separation. The fracture faces were oval shaped as if kinked prior to separation. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the hypotube can lead to weakening of the hypotube material such that subsequent application of force or further handling can cause a separation. It is likely that the hypotube became kinked during advancement in the lesion, as there was no damage noted to the catheter during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulty. Further manipulation would have contributed to the hypotube ultimately separating therefore resulting in the failure to inflate the balloon. A review of the device lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this event and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for this lot. All dilatation catheters are visually inspected for kinks during the manufacture process. Additionally, a sampling of units is destructively tested to verify lumen integrity.